Event description:
New information states the patient was asymptomatic and would simply be monitored.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for routine follow up, upon interrogation the pulse generator exhibited oversensing with device programmed aai. There were false atrial fibrillation and atrial tachycardia episodes, due to the oversensing. No intervention had been reported and no patient symptoms were noted. The patient would continue to be monitored.